Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during an implant procedure that the atrial lead was dislodged and the helix was unable to be extended. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.